Manufacturer narrative:
Investigation summary: 1 sample was received and analyzed by our quality team. Due to the container being filled with contaminated needles- the investigation was somewhat limited in its scope. The container lid was not on completely upon receipt and the customer's complaint was verified. The root cause is unknown but possible root causes are due to mishandling by distributor leading to deformation of lid or manufacturing defect at the supplier. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container was damaged. The following information was received by the initial reporter with the following verbatim: incident dates: (B)(6) 2023 & (B)(6) 2023 complainant reported a concern for defective lids. When carrying the containers by the handles attached to the lids, the lid pops off and the container drops, expelling biohazardous sharps within the vicinity. With the event that happened (B)(6), the container was reported to have been filled with sharps slightly above the fill line. During the other instance on (B)(6) 2023, the container fullness was unknown at the time of lid failure. This product has been used in clinic for quite some time. No people or animals were reported to be harmed during these events. Occurrences: (B)(4).